Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluro and cine was not possible. No further information regarding the issue. No service has been performed by philips as the customer was out of contract. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluro and cine was not possible. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.